Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as did not wear a mask. The peritonitis was manifested by cloudy pd effluent, abdominal pain and fever. The same day as peritonitis onset, the patient was hospitalized and treated with injection meropenem (2gm, once daily, intraperitoneal ongoing) for peritonitis. The patient was discharged four days after hospital admission and was recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.